Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while using hemopro2 extension cable the device was not cutting. A replacement device was sed to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).